Event description:
It was reported that there was a dent at the bottom side where the slided solid ends. The chair was taken from service and repaired. The handle of the chair has been replaced.

Manufacturer narrative:
The handle was damaged cosmetically. The cosmetic dent did not effect functionality of the unit. The handle was replaced for cosmetic purposes only.

Event description:
It was reported that there was a dent at the bottom side where the slided solid ends. The chair was taken from service and repaired. The handle of the chair has been replaced.

Manufacturer narrative:
Method: the device was repaired by the customer before it could be evaluated.result: handle.conclusion: the device was repaired by the customer before it could be evaluated. The device was repaired before it could be evaluated.